Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. Device not returned.

Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a ercp procedure performed on march 24, 2006 (female patient, age and weight are unknown). According to the complainant, the patient had an initial stent placement two days prior, a covered wallstent. Due to strictures above and below the covered stent, the clinician opted to place a longer uncovered stent. As the clinician attempted to place and deploy the stent, the stent became stuck, only two-thirds deployed. The delivery system snapped with attempts to reconstrain. The device was removed and a different, plastic stent (manufacturer unknown) was placed. Post procedure, the patient began to complain of pain and presented with abdominal distention. A kub was obtained which showed normal gas, no free air at that time. No further patient complications were reported as a result of this event.